Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02040. It was reported that the patient was experiencing ineffective relief from their cervical scs system. Diagnostic testing was performed, and it was determined that the patient's leads had high impedance on every contact. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that the patient's leads were fluoroscopically confirmed to have fractured. The patient underwent surgical intervention on (B)(6) 2024 wherein the patient's cervical leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing ineffective stimulation and autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.